Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported sensor issues. He said at night the sensor read 40 mg/dl, but when he checked his blood glucose it was at 400 mg/dl. Customer then changed the sensor and wore it for two days before he received a calibration error and then sensor error. Customer's current blood glucose is 225 mg/dl. The alarm did not occur shortly after performing find lost sensor. Customer stated there was an incorrect blood glucose or delayed entry. He was assisted with entering a new finger stick value. The calibration error was caused by the incorrect entry. Customer was advised to monitor the device and call back if issues persist. Nothing further reported.